Event description:
It was reported that following the implantation of an advance xp sling, the patient experienced recurrent incontinence. The "sling seems to have slipped very early. He was dry when he left hospital but the device was no longer working within a very short period (a few days)". Another continence device was implanted on (B)(6) 2017. No patient complications were reported in relation with this event.